Event description:
P1008 - posterior capsule tear - issue: on 03/20/2023 while on site, (lls5124) there was a posterior capsule tear on last quadrant of cataract removed during procedure ID 715.

Manufacturer narrative:
Measure: this issue only impacted this specific device. Analyze: cas, jessica byer reviewed the open call for lls5124: case #715- centration was good with suction holding throughout the procedure. Minimal patient movement is noted throughout. Capsulotomy begins in frame #3 with full breakthrough in frame #7. Lens fragmentation begins in frame # 13 and completed in frame #27. Both capsulotomy and lens fragmentation were completed without issue. Root cause: minor patient eye movement could contribute to a weakened treatment to the capsulotomy. Surgical techniques could cause additional stress to capsulotomy with incision placement. Laser functioned as designed. Patient required mo additional treatment and is doing well post operatively.